Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive, rendering the device unusable; the user was unsure how the damage occurred, the device had been synced before shutdown, and the device will be returned; the issue pertained to a fractured touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.